Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with an urinary tract infection on (B)(6)2023 . The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include urinary tract infection and hyperglycemia. The patient was treated with antibiotics, IV fluids, and had their lab work done. The patient reported a fluid leak the the pod's infusion site (arm.) The patient was released the same day as arrival. The pod has been discarded.